Manufacturer narrative:
No medical records were provided to the manufacturer. Medical images were provided. The lot number for the device was provided. The device history records and medical image are currently under review. The device was not returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular vena cava filter deployment, some of the filter legs allegedly did not fully open. Reportedly, the filter was captured and retrieved and another filter was deployed and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the device was returned. All 6 arms and 6 legs were present and intact. All limbs were uncrossed. No anomalies were noted to the filter. Dimensional evaluation: the filter arms and legs were measured. All measurements met the required specifications. Medical records review: medical records were not provided for review. Image review: based on the image provided, a bard denali filter was demonstrated with several crossed filter legs, can be confirmed. Conclusion: the device was returned for evaluation and an image was provided for review. The sample was returned with all limbs uncrossed. However, the provided image showed the limbs crossed at the time of deployment. Therefore, the investigation was confirmed for crossed limbs. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: failure of filter expansion/incomplete expansion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular vena cava filter deployment, some of the filter legs allegedly did not fully open. Reportedly, the filter was captured and retrieved and another filter was deployed and the procedure was completed. There was no reported patient injury.